Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.5mm x 10mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. A 3.50 x 12 synergy ii drug-eluting tent was advanced for treatment but failed to track the lesion. When the physician took the stent out, it was found that the stent struts were damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.5mm x 10mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. A 3.50 x 12 synergy ii drug-eluting tent was advanced for treatment but failed to track the lesion. When the physician took the stent out, it was found that the stent struts were damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.